Event description:
This case was initially received via regulatory authority (us food and drug administration, reference number: mw5083395) on 15-feb-2019. This spontaneous case was reported by a consumer and describes the occurrence of embedded device ("one device embedded in her uterus"), abortion spontaneous ("miscarriage"), pregnancy with contraceptive device ("she was pregnant") and genital haemorrhage ("heavy bleeding") in a female patient who had essure (batch no. 716609) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria hospitalization, medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe pain"), menometrorrhagia ("multiple cycles in 30 days period.") And dysmenorrhoea ("I suffered horrible pain with each cycle.") And was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with dnc and surgery (hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage, pelvic pain, menometrorrhagia and dysmenorrhoea outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for abortion spontaneous, dysmenorrhoea, embedded device, genital haemorrhage, menometrorrhagia, pelvic pain and pregnancy with contraceptive device with essure. The reporter commented: an injury (hospitalization /serious important medical events) was mentioned but not specified and /or assigned to one of the events. Event report date-(B)(6) 2019. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (us food and drug administration, reference number: (B)(4). On 15-feb-2019. The most recent information was received on 22-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of embedded device ('one device embedded in her uterus'), abortion spontaneous ('miscarriage'), pregnancy with contraceptive device ('she was pregnant') and genital haemorrhage ('heavy bleeding') in a female patient who had essure (batch no. 716609) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria hospitalization, medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe pain"), menometrorrhagia ("multiple cycles in 30 days period.") And dysmenorrhoea ("I suffered horrible pain with each cycle.") And was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with dnc and surgery (hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage, pelvic pain, menometrorrhagia and dysmenorrhoea outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for abortion spontaneous, dysmenorrhoea, embedded device, genital haemorrhage, menometrorrhagia, pelvic pain and pregnancy with contraceptive device with essure. The reporter commented: an injury (hospitalization /serious important medical events) was mentioned but not specified and /or assigned to one of the events. Event report date-(B)(6) 2019. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 22-may-2019: quality-safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.